Event description:
It is reported that the device was implanted in 1994 or 1995. In 2006, the stem was revised due to loosening. Osteolysis was found at the soft tissue of pt's femur when device was removed.

Manufacturer narrative:
Evaluation summary: patient age, build, and activity level are not known. No engineering analysis could be done with available information. Evaluation codes: no product was returned for eval. Device history records indicate MFR to specification. X-rays were not returned for review.